Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2021 due to a stroke. The cause of death was a stroke. The caller stated that the customer had pneumonia, parkinson's disease, and dementia that may have led to the customer's passing. The customer¿s blood glucose was 400 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. It is unknown if the caller will return the insulin pump for analysis.